Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported not enough air. Additional information was received stating that during a routine pars plana vitrectomy the air infusion was not functioning fully. The staff attempted to increase the pressure and vacuum to gain more air flow but it was not an improvement. The surgeon was able to complete the surgery with no harm to the patient.

Manufacturer narrative:
The customer cancelled the service for the system that was initially requested for the reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).